Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions) tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
(B)(4). It was reported that a patient with a 27 mm 7300tfx mitral valve exhibited moderate mitral stenosis and svd after an implant duration of 5 years, 6 months. Per most recent consult notes, the patient is not a candidate for tavr, her coronary heights are very low and her current bioprosthetic aortic valve completely effaces the aortic root and would result in obstruction of the coronaries. Therefore, the patient was referred for evaluation for a redo heart operation; tvr, redo mvr and avr with annular/root enlargement. At present, the patient does not have any symptoms attributable to her stenosis of either her bioprosthetic valves. However, due to her paresthesia, she avoids vigorous physical activity. At this time, it was recommended to continue monitoring for her development of any symptoms and perform serial echocardiograms.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.